Event description:
A (B)(4) distributor returned two battery packs with an alleged report that the battery would not hold a charge. The battery packs were replaced.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold a charge) was confirmed. As received, the battery would not charge in the charger or power on a monitor. Upon eval, one of the battery tri-cells was leaking and had an output voltage of 1.418. The cause of the inability to charge or power on a monitor is the leaking tri-cell. The root cause for the leaking tri-cell cannot be positively identified. Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold a charge) was confirmed. As received, the battery would not charge in the charger or power on a monitor. Upon eval, the battery cells had a low output voltage of 1.88 v. The cause of the inability to charger or power on a monitor is the low output voltage. The root cause of the low output voltage cannot be positively identified but is likely defective cells. No adverse event resulted from the defective battery packs. The battery packs were replaced. Device MFR date: sn (B)(4): 06/2010.